Event description:
It was reported that the customer experienced a malfunction with their device, displaying malfunction code 12. The customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose levels. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. After the reset, the malfunction did not recur, and the customer was informed to contact support again if any further issues arose. The customer acknowledged and understood the instructions provided.